Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion at l4-l5 due to lumbar canal stenosis. Intra-op, when performing final tightening, the product disengaged halfway. When checked, it was found that the tip of the driver was deformed in tightening direction. Another driver was then used to complete the procedure. There was a delay of less than 60 minutes in overall procedure time as a result of this event. In the view of the sales rep, maybe the engagement with the set screw was shallow. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual and optical examination of the driver confirmed that the tip has been twisted. This is consistent with torsional overload. The material hardness confirmed conformance to print specification. If information is provided in the future, a supplemental report will be issued.